Manufacturer narrative:
The returned cassette was examined. The cassette pump tube was visually inspected; this is the portion of the tubing which meets with the pump expulsors. The pump tube arch was found to be higher than product specifications which may have caused the tubing to become pinched between pressure plate and pump which may have caused the issue reported.

Event description:
Distributor reported on behalf of home care user that the device was in use with patient for infusion of flolan. User reported that when the device was checked after 4 hours and 30 minutes of programmed infusion, the medication had not been infused. According to distributor, the patient was placed under medical supervision during the following 48 hours and a blood check was performed in response to this issue. No permanent adverse effects reported.